Event description:
It was reported that during a routine daily check of the cs300 intra-aortic balloon pump (iabp), the iabp had battery issues; batteries would not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h6(patient codes).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm ran battery test which failed. The stm installed new batteries and performed a complete calibration and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine daily check of the cs300 intra-aortic balloon pump (iabp), the iabp had battery issues; batteries would not charge. There was no patient involvement and no adverse event was reported.